Event description:
Revision surgery: the patient presented with laxity due to poly wear. The surgeon replaced the poly with a thicker insert.

Manufacturer narrative:
The reason for this revision surgery was laxity. It was reported the original surgery occured in 1993, month and day not provided. The previous surgery and the revision detailed in this investigation occurred over 24 years apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not made available to djo surgical for examination. The lot number was not supplied with the complaint and searches of the patient database did not revealed the lot number or other supporting information. Without this information, this investigation is limited in scope. If any other relevant information is submitted at a future date, this investigation will be re-evaluated. The root cause of the revision surgery was identified as laxity due to poly wear. There are multiple factors that may contribute to the event that are outside the control of djo surgical are excessive weight, unbalanced joint, patient bone deterioration or trauma. Since the event occurred after 24 years after previous surgery, the event might happened due to prolonged usage of the product. With the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source of the event.